Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had an a33 alarm. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump alarmed prime error alarm during basic occlusion test due to moisture damage inside force sensor. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and cracked reservoir tube window.